Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely as it exhibited longevity issues; it decreased from 17 months to less than 3 months in a six months time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely as it exhibited longevity issues; it decreased from 17 months to less than 3 months in a six months time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. According to medical records, this device has been explanted and replaced. No additional adverse patient effects were reported.